Event description:
Analysis was completed on the explanted generator. The generator was explanted as previously reported in mfg report #: 1644487-2015-03772. In the pa lab, the device output signal was monitored for more than 24-hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.963 volts as measured during completion of the final electrical test, shows an ifi=no condition. However, a review of the internal memory locations within the generator verified the existence of an error in calculating the device's battery voltage. Other than the noted event, there were no additional performance or any other type of adverse conditions found with the pulse generator. The error in calculating the device¿s battery voltage was previously investigated. Due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of a small subset of demipulse generator printed circuit board assemblies, the generator was inaccurately calibrated to measure battery voltage during the production of the device.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the device history records for the generator revealed all specifications at the time of manufacturer were met prior to distribution.